Manufacturer narrative:
Related patient identifiers: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during several procedures involving the use of subject device and liquid medication, the doctor was able to inject the liquid, but the tip of the needle does not emerge as expected. In other instances, the needle tip emerges, but the liquid medication cannot be administered. The doctor suspects that the medication may be too viscous, causing the needle to become clogged. Due to this issue, the doctor had to use 4 to 5 needles to complete a single operation. No other procedural information has been provided. There were no reports of patient harm. This is report 7 of 7.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: drawing number and revision number of IFU: gk6631 rev.11. ·straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. ·operate the slider slowly, otherwise the tube could buckle. ·do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. ·when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ·insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. ·stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during several procedures involving the use of subject device and liquid medication, the doctor was able to inject the liquid, but the tip of the needle does not emerge as expected. In other instances, the needle tip emerges, but the liquid medication cannot be administered. The doctor suspects that the medication may be too viscous, causing the needle to become clogged. Due to this issue, the doctor had to use 4 to 5 needles to complete a single operation. No other procedural information has been provided. There were no reports of patient harm. This is report 7 of 7.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined the event can be prevented by following the instructions for use which state: drawing number and revision number of IFU: gk6631 rev.11 straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. Operate the slider slowly, otherwise the tube could buckle. Do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. When inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during several procedures involving the use of subject device and liquid medication, the doctor was able to inject the liquid, but the tip of the needle does not emerge as expected. In other instances, the needle tip emerges, but the liquid medication cannot be administered. The doctor suspects that the medication may be too viscous, causing the needle to become clogged. Due to this issue, the doctor had to use 4 to 5 needles to complete a single operation. No other procedural information has been provided. There were no reports of patient harm. This is report 7 of 7.